Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails occlusion test at higher pressures and displays travel coarse error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to worn clutches. As a result, the clutches were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.